Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions occurred. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to occlusions interrupting therapy. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.